Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 195mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. No stuck buttons were noted. The insulin pump had minor scratches on the display window.